Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected right ventricular (rv) lead issue and a fracture. It was noted there were short v-v intervals, artifacts during movement, low lead impedance and low amplitude r waves. The lead remains in use and will be changed out in the future. No patient complications have been reported as a result of this event.